Event description:
During the surgical procedure it was noticed that the cable was broken on the bipolar maryland tip forceps instrument. The instrument was removed and replaced and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.